Event description:
It was reported that the customer, which was part of a study, experienced a severe site irritation that required medical attention. It was stated that the customer was put on antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.